Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2 (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, it was reported that the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, a complete compound break was noted at the proximal balloon joint causing the whole balloon to be detached. No anomalies were noted to the inner gw lumen or inflation lumen. The distal tip of the detached balloon was noted to be inverted. No functional testing was not performed due to returned condition of detachment. Therefore, the investigation is inconclusive for the reported balloon rupture. The investigation is confirmed for the identified detachment as the proximal balloon joint causing the whole balloon to be detached. A definitive root cause for the reported balloon rupture and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, it was reported that the balloon allegedly ruptured. There was no reported patient injury.